Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was toning and that they had received multiple shocks. Follow-up information indicates that the patient had received multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and had multiple visits to the emergency room because of the shocks. The rates were in the ventricular fibrillation (vf) zone and the rhythm became quite regular with increasing ventricular rates. The device was upgraded from a single chamber to a dual chamber system for further discrimination. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.